Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7096554.

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that contacts had high impedances and the lead was fractured following a fall. The fractured lead was confirmed by the physician during a consultation; however, it was unknown if visual imaging was taken. The patient underwent a revision procedure wherein the leads were replaced.